Event description:
It was reported that when connecting a blood draw safety device to the one-link needle-free IV connector, hemolysis was observed. This was found when pulling the blood out of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.